Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient did not feel any stimulation so they increased amplitude to 1.6 but it was uncomfortable, so they decreased to a comfortable stimulation at 1.5. A retention issue was noted as the patient woke up 3 times to void, but hardly anything came out and that it was unusual. No further complications were reported.